Event description:
It was reported that the patient presented to the emergency room with a right ventricular lead that exhibited failure to capture and the helix exhibited extending and retracting issues when attempting to reposition. Chest x-ray was performed to confirm lead dislodgement. The lead was explanted and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issues, loss of capture, and noise. As received, a complete lead was returned in one piece. The reported event of helix mechanism issues were confirmed. Visual examination found the helix clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over-torqued, consistent with procedural damage. After cleaning, the helix could be extended and retracted when torque is applied to the inner coil. The helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged and over-torqued of the inner coil, consistent with procedural damage. The reported event of loss of capture and noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received noted that the lead also exhibited noise over-sensing.